Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator generated a pressure sensor alarm. The device was turned off and on but the alarm continued. The device continued ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator without any reported harm.